Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023 to treat head pain. The implantable pulse generator (ipg) was placed below the clavicle on the chest wall, with the implanted leads targeting the greater auricular nerve. On (B)(6) 2024 the firm was notified by the physician's office that the ipg appeared as if it was being rejected from the initial placement and the patient was scheduled for a revision procedure. Plan was to remove the ipg from the chest area and implant a new ipg in the lower flank area. On (B)(6) 2024 the patient was prepared for the revision; however, the physician decided to explant the system and allow healing before implanting anything else. Physician stated decision was out of an abundance of caution due to the sensitive location on the chest wall and potential for infection with multiple invasive procedures. See MDR 3015425075-2024-00190. On (B)(6) 2024 a new nalu pns system was implanted to again treat head pain. The new ipg was placed in the posterior shoulder area instead of the chest wall, however the leads were again targeting the same greater auricular nerve. In june 2025 the firm was notified that the leads were eroding through the skin and the patient was scheduled for surgical explant. On (B)(6) 2025 a full system explant was performed.

Manufacturer narrative:
At the time of the first system explant, there was no visible sign of infection and no lab testing was performed. There is no indication of any failure or malfunction of the nalu device or any of its components. At the time of the second system explant, there was again no indication of infection and no lab testing was performed. There is no indication of any failure or malfunction of any components from the second implanted system. The nalu representative working directly with the patient noted that the location of the implanted leads had very small amounts of supportive tissue present, leaving the leads to be very close to the skin surface. It was thought that the superficial nature of the location may have contributed to the leads eroding through the skin.